Event description:
Epic ii bed check according to customer complaint that bed was not working. Both head end and foot end lift operates intermittently. Fowler moves up when any button at footboard is pressed. Found root cause of problem to be cpu board. No patient involvement or adverse consequences were reported.